Manufacturer narrative:
This report is being submitted to report additional information. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie received one implant for evaluation. Visual evaluation was performed, there was signs of use. Bone debris on external threads. The implants collar was fractured. The fractured piece was returned. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors, including but not limited to poor bone quality or significant bone loss, and patient parafunction (e.g. Bruxing clenching). Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint: (B)(4).

Event description:
Clinician reported the implant in site 30 was removed due to implant body fracture. Noted infection and bone loss. Symptoms as a result of the event: bone loss and infection.